Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 96, 137 and 115 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Husband stated that he shares the meter with customer, but that the meter belongs to her. Husband stated the last five meter memory results belonged to the customer. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 246 mg/dl and 241 mg/dl using meter. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 08/11/2019. Customer opened another test strip vial, same lot number, that was stored in the bedroom to perform the tests during the call. The meter memory was reviewed for previous test result history: (B)(6).